Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 912 mg/dl. The customer was treated for high blood glucose with insulin drip. The customer was admitted to the hospital. After troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised that the device is working as designed.